Event description:
According to the reporter, during laparoscopic sleeve procedure, staples malformed and there was an incomplete staple line on the distal and outer edge. Oversew was done to fix the staple line. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two photographs. Visual inspection of the photos noted an incomplete staple line and malformed staples within the tissue. The reload was not returned for evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, staples malformed and there was an incomplete staple line on the distal and outer edge. The staple line was oversewn.